Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the incident occurs when attempting to prime the set. The pump will accept the new program and acknowledge the cassette has been attached but once prime commenced alarm sounds and on-screen red warning code 41622 appears, not allowing the user to proceed any further. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
D9: product received date 11/5/2024. H3: one device was returned for repair with no physical damage to the device. The device has not been in for service within the review period. The reported problem of error code 41622 was duplicated, and the cause was the cam flex sensor. The cam flex sensor was replaced. Device passed all functional tests.